Event description:
The user reported that during a stent graft procedure the marker band detached from the snare catheter. The detachment was found when the user pulled the target guide wire through the snare during the procedure. The marker band remained on the target wire. The physician then used a snare to successfully collect the marker band. The procedure was then completed without further complications.

Manufacturer narrative:
Device evaluation. One used suspect device was returned for evaluation. However, the evaluation has not been completed. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation has been completed.